Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2018-00281: case 1; 3025141-2018-00283: case 3; 3025141-2018-00285: case 4.

Event description:
Journal article: why fibular nailing can be an efficient treatment strategy for ao type 44-b ankle fractures in the elderly; peeperkorn, sam, md, nijs, stefaan md phd, hoekstra, harm md phd, febs. The journal of foot & ankle surgery.2018. There were four cases with complications in the group treated with percutaneous intramedullary fibular nailing (imfn). Case 2 of 4: the syndesmotic screw was removed from the patient because of loosening within 3 months postoperatively.